Event description:
The customer states the cell-dyn 1800 analyzer generated discrepant hemoglobin results for a patient. The instrument generated hemoglobin result of 8.2 g/dl. Upon repeat, the hemoglobin result was 12.0 g/dl. There was no report of impact to patient management.

Manufacturer narrative:
(Lyse tubing in ncv58). The cell-dyn 1800 instrument generated discrepant hemoglobin results for a patient sample. There was no impact to patient results as the customer reviewed a smear prior to release of results. Qc was within range. The customer ran precision and the precision for hgb was 1.6* (<=1.2) which is out of range. While troubleshooting with the customer technical advocate (cta), the customer verified that the lyse tubing was not sealed properly in ncv 58 (normally closed valve 58). Cta had customer massage and reset tubing, prime, repeat background, repeat multiple samples multiple times. Results were matching with previous results and matched with results from repeat runs. On follow-up (2008) the customer reported the instrument was operating per labeling. No further assistance was required. A review of the complaints for the period 2007 through 2008, did not indicate any adverse trend with the cell-dyn 1800, list base 07h77-01 for this issue. There was no systemic issue. The cell-dyn system 1800 operator's manual, 07h80-01, rev d: section 9: under daily start-up procedure the fourth item on the checklist is to check tubing in the normally closed valves for crimps (9-15). Section 10: a troubleshooting guide is provided on page (10-36), under data problems (inaccurate wbc/hgb readings due to incorrect/inconsistent injection of lyse) one probable cause is improper delivery of lyse reagent. This is a final report. End of report.